Event description:
During a dilation procedure, one cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. When the expansion [dilation] balloon was inflated the blue sheath broke at 2 levels [locations], causing the balloon to deflate. The photos provided depict the balloon catheter broken in two locations. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The photo received confirmed the complaint. It can be seen in the photo that the blue catheter is broken at two different locations. The exact locations cannot be determined from the photo. No other information can be determined from the photo received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: our laboratory investigation of the product received also confirmed the complaint. The catheter appears to have been cut at 1 location and broken at a different location, leaving the product in 3 sections. Section 1 of the blue catheter, the proximal end containing the hub, measured 49.2 cm in length as measured from the end of the hub. It can be seen that the catheter was cut (including the wire guide) at this location. Section 2 of the catheter measured 64.2 cm in length. The distal portion of the catheter, section 3, included the balloon and had broken at the 129.4 cm location as measured from the distal tip of the device. The inner purple sheath was exposed and extended out from the blue catheter measuring 193.7 cm in total from the distal tip of the device. No other issues were identified on the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the catheter was found to be broken and cut. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The photo received confirmed the complaint. It can be seen in the photo that the blue catheter is broken at two different locations. The exact locations cannot be determined from the photo. No other information can be determined from the photo received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, one cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. When the expansion [dilation] balloon was inflated the blue sheath broke at 2 levels [locations], causing the balloon to deflate. The photos provided depict the balloon catheter broken in two locations. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.